Manufacturer narrative:
Bayer case number: (B)(4). Itching [itching]. Palpitations [palpitations]. Loss of memory [loss of memory]. Vasovagal episode [vasovagal attack]. Joint pain [joint pain]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 12-feb-2025. The most recent information was received on 03-mar-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pruritus ("itching") in a 41 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. In 2013 she experienced pruritus (seriousness criterion medically important), palpitations ("palpitations"), amnesia ("loss of memory"), presyncope ("vasovagal episode") and arthralgia ("joint pain"). Essure was removed on (B)(6) 2025. The patient was treated with surgery (total hysterectomy on (B)(6) 2025). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to palpitations, pruritus, amnesia, presyncope or arthralgia. The reporter commented: current status of patient: total hysterectomy / palpitations / itching / loss of memory / vasovagal episode / joint pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-mar-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Itching [itching]. Palpitations [palpitations]. Loss of memory [loss of memory]. Vasovagal episode [vasovagal attack]. Joint pain [joint pain]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 12-feb-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pruritus ("itching") in a 41 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. In 2013 she experienced pruritus (seriousness criterion medically important), palpitations ("palpitations"), amnesia ("loss of memory"), presyncope ("vasovagal episode") and arthralgia ("joint pain"). Essure was removed on (B)(6) 2025. The patient was treated with surgery (total hysterectomy). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to palpitations, pruritus, amnesia, presyncope or arthralgia. The reporter commented: current status of patient: total hysterectomy / palpitations / itching / loss of memory / vasovagal episode / joint pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.